Event description:
It was reported that at the end of the implant procedure of this right ventricular (rv) lead, the physician noted a pericardial effusion during wound closure. The effusion was drained, and the patient was hospitalized overnight for observation. At this time, this rv lead remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that at the end of the implant procedure of this right ventricular (rv) lead, the physician noted a pericardial effusion during wound closure. The effusion was drained, and the patient was hospitalized overnight for observation and was recently discharged. At this time, this rv lead remains implanted and in-service. No additional adverse patient effects were reported.